Event description:
On (B)(6) 2010, the pt reported the top of the piston rod of the infusion device broke yesterday while changing the insulin cartridge. The pt stated the insulin device was not dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.